Manufacturer narrative:
Information is unavailable. Unique identifier: (B)(4). A ge healthcare service representative performed troubleshooting of the system with the hospital biomed. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported an error that results in high co2 delivery. There was no report of patient injury